Event description:
Pt had surgery on (B)(6) 2024; ablation procedure that req'd bovine closure plug in leg. Pt experienced an allergic reaction to the venous vascular closure system called vascade mvp, MFR: cardiva. During the ER visit, pt had severe abd pain, rash, diarrhea, and nausea, as well as weeping. She states that the ER facility referenced her allergy to alpha-gal but didn't differentiate between beef and pork. Her white & red blood cell count was high during the ER visit. Today she's at her follow-up appt with dr. (B)(6) at the allergy & asthma clinic of (B)(6) located in (B)(6). The staff at the clinic are helping her report this malfunction of the device. Dr. (B)(6) is an expert in the diagnosis of alpha-gal allergy.